Event description:
Patient receiving dilaudid through pca pump. Pt extremely somnolent with low oxygen saturation. Pt suffered a witnessed respiratory arrest. Pt's respirations supported with bag and mask. It was felt pt had rec'd narcotic overdose. Pca pump was discontinued. Pt was treated with narcan, to which he immediately responded. Neither intubation nor mechanical ventilation necessary. Examination of equipment following the event led to conclusion that pt had tampered with the equipment by dislodging the syringe in order to get a bolus of dilaudid.